Event description:
The user went at the rehabilitation clinic in (B)(6) in (B)(6) 2022. She was dizzy and fell (not on the head) and the audio processor got broken. A new audio processor was programmed, but hearing was not as good as before. The user was re-implanted on (B)(6) 2024. 7 channels were found extra-cochlear.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Based on the received information from the field, the explantation was caused due to a post-operative active electrode migration out of the cochlea, which was also very likely the cause for the reported non-auditory sensations caused by electrical stimulation in the middle ear. This is a final report.

Event description:
The user went at the rehabilitation clinic in (B)(6) 2022. She was dizzy and fell (not on the head) and the audio processor got broken. A new audio processor was programmed, but hearing was not as good as before. A date for the surgery for re-insertion will be scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.